Event description:
During laser enucleation of the prostate, the holium laser was being used and the laser fiber broke causing sparks on the surgical field as well as a burn through the leg drape. Although the pt was not harmed, potential for serious harm exist. Diagnosis or reason for use: benign prostate hypertrophy.